Manufacturer narrative:
The customer¿s report of a system error was confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log showed that on (B)(6) 2016 at 3:52pm, programming was started on pump module s/n: (B)(4) to infuse norepinephrine 16mg/500ml with a dose of 30mcg/min and vtbi of 400ml. A flow stop open alarm occurred immediately prior to the infusion being started. The flow stop open alarm was cleared by closing the door. Nearly simultaneously, the infusion was started by pressing softkey 14. The timing of this action resulted in the system error 800.8000.0 (displayed on-screen as system error 255-16-275) occurring at 3:53 pm. During testing the events recorded in the log were duplicated, and the 800.8000 error condition was able to be replicated. During an 800.8000 error condition any infusions in progress continue uninterrupted but infusion parameters cannot be edited. The root cause of the system error has been identified as a software timing issue, in this case due to a race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the module, with the user using two hands to operate the pcu and pump module simultaneously.

Event description:
The customer reported that a patient was received from operating room with levophed and propofol infusing and a system error occurred. Two other modules with unspecified infusions were also running. Infusions including inotropes were changed out to another system, and there was no drop in the patient's abp or map (presumed to mean arterial blood pressure and mean arterial pressure). Reportedly the system had been plugged in and charged prior to using, and no error messages were noted prior to this event.